Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). H3 other: device has not been returned to date. No product was returned for investigation. Since the photo provided does not show the correct spot, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device is a leaking from the cuff during a procedure. There was patient involvement but unknown patient harm/unknown adverse event reported.